Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The high blood glucose was 457 mg/dl. The customer also stated that the insulin pump alarmed compromised force sensor system. The customer also stated that the insulin squirted out during manual prime. The drive support cap was sticking out. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump received with corroded battery tube noted. No moisture damage on electronics and motor assembly noted.